Event description:
During a laparoscopic cholecystectomy the surgeon stated the er320 did not feel right when fired. Upon close inspection of the clips, it was noted the clips were not forming properly. A second er320 was opened to complete the procedure without incident. A picture was taken and is being returned with the instrument. The instrument was from the ftr32 kit. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty. No testing could be performed as the instrument was returned empty. The instrument is designed to lockout when all the clips have been fired. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.